Event description:
Customer reported that the wake button was becoming unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and callback, and no further action was required.